Event description:
Approximately fifteen months post hvad implantation; the patient's controller screen went blank and would not provide data. An elective controller exchange was performed. The patient was asymptomatic throughout these events. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller screen went blank and would not provide data. The controller was exchanged. There was no reported patient injury as a result of this event. Controller, (B)(4), was returned for evaluation. The controller ((B)(4)) passed external visual evaluation and functional testing. The controller performed per specification and there is no evidence that the display is bad, fades, or goes blank. The root cause of the reported event could not be conclusively determined as the device functioned per specification, however it is possible that user error/perception may have attributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller screen went blank and would not provide data. The controller was exchanged. There was no reported patient injury as a result of this event. Controller, (B)(4), was returned for evaluation. The controller ((B)(4)) passed external visual evaluation and functional testing. The controller performed per specification and there is no evidence that the display is bad, fades, or goes blank. The root cause of the reported event could not be conclusively determined as the device functioned per specification, however it is possible that user error/perception may have attributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.